Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, far field r-wave (ffrw) oversensing and diminished sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 694765 lead implanted (B)(6) 2009; ddpa2d1 ICD implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.